Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient never had therapeutic effect. The pump has been turned off for eight months and the patient said she felt "like she had an epidural where the catheter was placed into her spine, and the catheter was not in the right place." The patient had one instance where she stepped onto the floor and the facets in her vertebrae felt like it wrapped around her sciatic nerve. The patient condition was noted as serious. Add'l info received indicated the patient was in the hospital for 3 days and was now at home. She had multiple cancers and they were trying to do cat scan and MRI but was unable to get a clear reading because of the pump. The drug, dosage and concentration were unknown. Add'l info has been requested and will be made as f/u as it becomes available.